Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has developed a skin disease over the whole body, which was diagnosed as erythema multiforme and stevens-johnson syndrome. It was indicated that the only new thing in the patient's life had been the implant of the device, however, an allergy test kit had been performed, and had come back negative. The patient is being treated for the disease, and the device remains in use. No further patient complications have been reported as a result of this event.